Event description:
It was reported that the device was used during an oophorectomy procedure. The surgeon placed the device on the tissue and fired the device. The device would not open after firing. The surgeon used a bipolar device to get the tissue removed and removed the specimen. There was no consequence to the pt.